Event description:
One endeavor rx drug-eluting stent was implanted at the proximal lad (MFR report # 2953200-2009-01670) and one endeavor rx drug-eluting stent was implanted at the mid lad, separately. Patient was asymptomatic/free of symptoms at 30 day follow up and 6 month follow up. Patient was admitted with chest pain and raised cardiac markers on a background of 2 month history of worsening angina. An acute non-stemi was reported to have occurred 18 days, after 6 month follow up. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to the event. Investigator reported that target lesion was involved, but that is was not assessable if event was related to the study stent. Location of infarction was reported as anterior. Investigator assessed the event as a non q-wave mi. Stent thrombosis of the proximal lad was reported on the same day. Diameter stenosis was reported to be greater than 70%. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to the event. An angiography was performed. Angiography showed thrombosis of a study stent. Investigator indicated that it was not assessable if event was related to the study stent. A ptca revascularization of the proximal lad was carried out 14 days later. One other brand stent was implanted. Investigator indicated that it was not assessable if the revascularization event was related to the study stent. At 1 year follow up patient displayed unstable angina.

Manufacturer narrative:
(Secondary intervention, revascularization) - evaluation results: myocardial infarction, stent thrombosis, revascularization.